Manufacturer narrative:
Based on the available information, it is not possible to determine the source of the peritonitis. However, there is a temporal relationship between ccpd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. Peritoneal dialysis (pd), and in particular continuous ambulatory pd (capd), is associated with a high risk of infection of the peritoneum. (Akoh et. Al., 2012). There was no allegation of a machine malfunction or deficiency against the liberty cycler related to this event. If additional information becomes available this complaint will be reassessed and the clinical review updated accordingly. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis nurse reported that the patient reported cloudy effluent and peritonitis. The patient was cultured and treated for peritonitis. The patient was not hospitalized. The peritoneal dialysis nurse stated the patient was on vacation and it is likely the event was caused by the patient not following aseptic technique. No product malfunction was alleged. The patient self treated with 2 gm vancomycin that he had in a kit.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.